Event description:
The customer put the green clamp into the slot above mechanical clamp, which is the incorrect slot. The door was then closed the clamp in the incorrect slot. This caused an over infusion. The pump was programmed to deliver 50 cc's in an hour, but the pump delivered the fluids in 12 minutes. (500% over infusion).

Manufacturer narrative:
After interviewing the customer, it was realized that the customer was inserting the fp slide clamp in the incorrect location. This created a gap between the pump's pressure plate and tube set, which then lead to an over infusion. The customer confirmed there was no pt injury.